Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo a revision procedure wherein it will alleviate the problem of ipg being too close to the skin, causing problems with charging. It will be the physician¿s preference to replace the ipg with no device malfunction suspected.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo a revision procedure wherein it will alleviate the problem of ipg being too close to the skin, causing problems with charging. It will be the physician¿s preference to replace the ipg with no device malfunction suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.